Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part: 352.040, lot: 2089471, manufacturing site: bettlach, release to warehouse date: 25.feb.2004. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. H3, h6: investigation summary background: it was reported that on (B)(6) 2019 during suprapatellar tibial rodding, the flexible shaft broke in half. They used a different reamer shaft and there were no adverse effect. There were no fragments generated from the broken device. The procedure was successfully completed with no surgical delay. Patient outcome is good. This complaint involves one (1) device. Investigation flow: broken. Visual inspection: the 5.0 mm flexible shaft (part # 352.040, lot # 2089471) was received at us cq with the proximal part of the pipe broken off. The shaft along with the rest of the device was not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Document/specification review: DHR review: the device was manufactured in february 2004. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The device shows signs of significant impact from over 15 years of use. Based on the investigation there is no indication that a material issue contributed to the complaint therefore a material/hardness review will not be performed. Conclusion: the complaint condition is confirmed as the 5.0 mm flexible shaft (part # 352.040, lot # 2089471) was received with the proximal part of the pipe broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device condition is due to repeated use and service for 15 years. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during suprapatellar tibial rodding, the flexible shaft broke in half. They used a different reamer shaft and there were no adverse effects. There were no fragments generated from the broken device. The procedure was successfully completed with no surgical delay. Patient outcome is good. This report is for a flexible shaft. This is report 1 of 1 for (B)(4).